Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump rebooted without user intervention. There was no reported prior damage or trauma to the pump; the reporter denied receiving related low battery or replace battery alarms. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the complaint could not be duplicated upon investigation. A review of the pump¿s black box data revealed a rebooting event. Evaluation found no evidence of moisture within the pump. There were no defects or damages found to the components related to a power issue. No power issues, alarms, or warnings were experienced during a 24-hour exercise test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.